Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 088 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: review of the pump's alarm history revealed one record of cs088. On investigation, the pump powered on normally. An ez-prime sequence was successfully performed. The pump was exercised for 24 hours without any call service alarms occurring. Investigation did not duplicate the complaint. The pump was opened for further investigation and did not reveal any evidence of internal damage, defect or contamination of components.